Manufacturer narrative:
Patient and event information has been requested from the customer via email and phone call. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that a glidewell ht implant failed. It was reported that the implant was placed on (B)(6) 2024 at tooth site #6 and explanted on (B)(6) 2025. No further information has been received.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for glidewell ht implant lot# 6232219 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. A review of stock product was performed for glidewell ht implant lot# 6232219 and found no additional product in stock. Investigation methods/results. The device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø4.3 x 10 mm (70-1189-imp0010) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description. Additional information was not provided therefore a root cause could not be determined. The manufacturer internal reference number is: (B)(4).